Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to authenticate at stations after upgrade. The customer stated that they¿re unable to access any medications. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to authenticate at stations after upgrade. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that insufficient drive space on the log drive for the databases caused the issue. A technical support specialist confirmed that the purge error related to knowledge article (ka) "purge seletion error on purge.tx_itemtransactionpatientdispensepartatomicselect" was cleared, and users were able to log in to the devices. The specialist requested additional space for the e drive to prevent future issues and customer verified issue got resolved. The system functioned as intended after the technical support specialist troubleshot the issue.